Event description:
Omron makes nebulizing equipment. Their product model ne-c25 compair compressor nebulizing system has lots of small parts including a baffle which is the most important part of the nebulizing kit as without the baffle, the solution does not nebulize, i.e. Turn the prescribed medication into a mist of microscopic droplets that can be easily inhales and you cannot get a treatment. The manufacturer's warranty of the compressor is three years. The nebulizing kit consists of a mouthpiece, the top of the jet air nebulizer, the baffle which is about 1 inch long and 1/3 of an inch wide and is a separate piece, which fits in the nebulizer medication cup. They recommend cleaning after each use. Well, I lost my baffle while washing the pieces. Who knows where it went to. I called to get a new baffle as the unit is useless without it, and you cannot just buy baffle nor can you buy a bag of baffles nor does omron have any courtesy baffles. In order to get a new baffle, you have to buy a complete nebulizing kit from one of omron's suppliers. The only part that is going to save your life and the part that I was told by the official supplier that gets lost all the time. As this baffle is a separate part of the kit, omron should give 36 baffles -they say these are disposable- one for each month of their compressor's warranty. I chose to buy an entire new unit, as I could not see myself paying for a piece of plastic. Does that make sense, and then I bought an entire nebulizing kit, the only way you can get a replacement baffle as that only increased the cost of shipping. This is corpocracy at its worse, it has nothing to do with the patient or the need that the product fulfills, i.e. Saving lives and the poor people who cannot afford to spend for a new baffle, not to mention the down time, as the unit does not come with an "emergency" replacement baffle as they know they get lost all the time. This is a terrible situation,